Manufacturer narrative:
Eval method, results and conclusion - (other): the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
This report is being filed upon notification from our x-ray manufacturer in another country, to submit this incident. Problem: this x-ray system has a monitor support system. The monitor support system hangs on a single pin. The pin had worked loose and was being held on by only one side of the mounting yoke and the central beam. Had the pin moved much further, all four monitors and the stand from the vertical round tube would have fallen down. No one was injured and the system was repaired.